Event description:
Medtronic received information, regarding a navigation system being used outside of a procedure. It was reported, that the system was displaying a localizer faulted error. The probable cause was the system was bumped, camera de-calibrated. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot#: (B)(6), UDI#: (B)(4). H3, h6: multiple fdd/annex a codes were reported. A1102 was coded, for the localizer faulted error. A05 was coded, for the system was displaying a localizer faulted. The system was serviced in the field by a medtronic representative. A new camera was installed to resolve the issue. Codes b01, c08 and d02 are applicable. The returned camera was analyzed. The returned camera had no physical damage, but a check of the event log showed, that a bump was detected. Otherwise, the camera passed, an accuracy test (aak) at .183mm with a passing threshold of .250mm. The bump was cleared. And the camera was fully functional. Codes b01, c02 and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.